Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported the clinician had the device set up with 4 modules however one of the modules "failed". There was patient involvement but patient outcome is unknown. Although request, customer reports no additional information is known.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-13221 is a concomitant. Please refer to manufacturer report number 2016493-2024-12277, which captured the correct suspect device per investigation report.

Event description:
It was reported the clinician had the device set up with 4 modules however one of the modules "failed". There was patient involvement but patient outcome is unknown. Although request, customer reports no additional information is known.